Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: binding failure could not be confirmed with the provided image. If the user has difficulty rotating the advance endoscope adapter (aea) due to resistance, it is likely due to high friction and/or damage to the aea geartrain.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 30-degree endoscope could not be rotated, and there was a noise in the housing. The customer replaced the endoscope to resolve the issue. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The event involved a reversed control on system arms. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion. The issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly. Noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing. The attached endoscope adapter (aea) component within the endoscope was found to contribute to the friction issue. Additional findings not related to the complaint were found: 1). The endoscope failed transmittance test. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside. 2). During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. 3). The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. 4). The light guide ferrule was found with melted fiber damage.

Event description:
Refer to h10/h11 for follow-up information.